Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level. Customer¿s blood glucose level was 483 mg/dl at the time of incident and current blood glucose level was 239 mg/dl. Customer¿s other blood glucose levels were 489 mg/dl and 493 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode of insulin pump. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.